Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number: k072642. Product will not be returned to the manufacturer.

Event description:
It was reported that during a routine procedure it was discovered that the prosthetic screw had fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported certain® titanium large hexed screw, (ilrght) was not returned. As a result, visual inspection could not be performed. No pictures or x-ray images were provided for the reported event. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the screw (ilrght) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that screw placed on tooth location 13 was fractured. The reported complaint could not be verified with the information that was supplied.

Event description:
No further event information is available at the time of this report.